Manufacturer narrative:
Batch review performed on 29-apr-2022: lot 165724: (B)(4) items manufactured and released on 10-nov-2016. Expiration date: 2021-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018.

Event description:
The patient came in reporting instability and patella pain and the cause is unknown. About 4 years after the primary surgery, the surgeon resurfaced the patient's natural patella and revised the poly with a higher one. The surgery was completed successfully.